Event description:
The customer reported that they went to give the female patient milk and the milk is not entering the stomach, it is leaking on the side of the stomach wall.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. The device history record was reviewed and no issues were found. The sample was not returned for evaluation. A supplier corrective action report was opened to further investigate this issue. In the meantime, all information received will be used for further tracking and trending purposes.